Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary finding of dislodged conductor wire to be related to the reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Root cause is attributed to a component failure. Additional observation, which was not reported by site, was that the instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a .053¿ offset at the tips. The root cause of bent-severely instrument grips -tips is typically attributed to the user, such as excess force applied to the instrument jaws. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing. Size of missing piece is approximately 0.086¿ x 0.168¿. The root cause of broken instrument bipolar yaw pulley is typically attributed to the user, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that prior to a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps was found to have loose conductor wire. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.